Event description:
The event involved a tego connector which was reported that patient could not aspirate blood through the tego connector. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. D4: lot number is unknown. The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.